Event description:
A right humerus lengthening osteotomy was performed. Once they attempted to assemble the construct with the original pins, they rolled away. They were replaced with 600-20 bolts, but the construct still presented instability. The distraction and compression system did not move easily along the rail. However, the doctor tried to alleviate the positional load, but even manipulating the carriage outside the surgical field, it was difficult to advance or retract. They tried to continue with the half pins and the osteotomy. When stabilizing the two fragments, the half pin fixation screws rolled, losing the alignment of the osteotomy, which overlapped or shifted posteriorly. The team decided to change the initial configuration by placing the distractor proximally and adding an additional clamp on the distal part for a new half pin to improve the stability of the fragment. However, the team was still not satisfied with the result. Furthermore, the initial budget for the surgical approach was increased. A reoperation will likely be necessary.